Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a printed circuit board failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the device failed to power on. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see corrections to d8 and h8, as this information was inadvertently left out of the initial medwatch reports. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the monitor was unable to power on due to a faulty power supply (g1 board). The root cause of the faulty power supply was unable to be identified. Additionally, the investigation confirmed a clone out output failure. It¿s likely the clone out output failure was due to a faulty printed circuit board (qb board).the root cause of the faulty printed circuit board was unable to be identified. Olympus will continue to monitor field performance for this device.